Manufacturer narrative:
Account states that the device is being held by nch and if it is approved by the legal team it will be returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, it was noted a piece of one the trocars chipped off. No harm to patient or staff. The insulation around the distal tip chipped off. Nothing fell into the patient's cavity. The patient was x-rayed and it came back negative.